Event description:
Per md's notes: patient presented with acute limb ischemia of the left lower extremity and the patient was discussed with vascular surgeon and the plan was to bring the patient to cardiac catheterization laboratory (ccl) and do an angiogram and try to re-vascularize the left leg. Patient was deemed a poor surgical candidate. Adequate images of the left femoral artery and serial images of the left lower extremity were obtained. Obviously, the patient had difficult access and the plan was to go and do it from the right groin. However, right groin showed total occlusion of the femoral artery as well as the common iliac artery. The plan was to go the right radial approach. Radial artery pulse was very weak, so we went through the right ulnar artery. It was successfully cannulated with ultrasound guidance and then a fr 6 sheath was inserted. Short sheath was upgraded to a long terumo sheath in an attempt to re-vascularize the left superficial femoral artery (sfa). We had some difficulty advancing the sheath due to calcification and spasm in the right ulnar artery. Sheath was slid down to almost the mid abdominal level and would not go any further. The plan was to pull it out since it would not reach the left sfa. While pulling the catheter, we faced at least moderate difficulty and a piece of the guide catheter was left in place and it was embedded in the right ulnar artery. The piece was about 5-6cm long. Multiple attempts were made to retrieve the piece. Finally, a cutting balloon (3.5 x 15) was advanced into the catheter (into the broken catheter); it was pulled out along with the sheath in the right ulnar artery. Hemostasis was achieved with a blood pressure cuff. The right ulnar artery started bleeding and a tr band was applied successfully. Patient tolerated the procedure well without any further complications. The patient was transferred to ICU in stable condition.